Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by a fluid leak. The source of the leak was unknown; there was not enough pressure in the balloon. The balloon was replaced with a higher pressure component. There were no patient complications.